Event description:
It was reported that during a lap ventral hernia procedure that the surgeon was using the ace to take down adhesions. He used it to take down some goretex mesh that had adhesed to the abdominal wall. The ace stopped working. Upon inspecting it outside the body, the tip of the blade fell off onto the back table. The surgeon completed the case with another ace. No patient consequence. Case completed with another device of the same product code.